Event description:
In 2006 the lay-user/patient contacted lifescan alleging that his one touch ultra meter was giving him "error 4" messages. The medical affairs specialist spoke tothe patient 7 days later to obtain/verify information. The patient has had the meter for about 1 month. He has been intermittently getting "error 4" messages during this time. In 2006 the patient tried testing himself in the morning and got the "error 4" message again. Since he could not get a reading from his meter and at the same time was starting to feel as though his vision was getting blurry, he visited his doctor t have his blood glucose check. He could not recall what he got from the doctor or what meter was used. The doctor gave him an insulin injection 9unknown type/dosage) that made his blurry vision go away. No adjustments were made to his medication regimen as a result of the event. The customer care adocated noted that the patient might not have been cleaning his puncture sites properly with alcohol. The patient has noticed that he has been able to get reading more consistently by cleaning his hands with water and soap rather than alcohol. The patient make sure that his meter is coded properly and that he is at normal room temperature when he tests. Due to his vision deficit, the patient ran a control solution test but could not read the control solution range on his test strip bottle. This complaint is being reported since the patient was unable to get a reading on his meter and he developed blurry vision. The patient received insulin treatmetn from his doctor.